Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization of the gastroduodenal artery, it was decided that an embolization coil would be removed from the patient instead of implanting it. However, upon removal, the implant detached from the delivery pusher. A snare was implemented to remove to coil from the patient. There was no reported patient injury.